Manufacturer narrative:
A review of this investigation by technical services confirmed that the shocking impedances recorded are within normal range. It was noted that there a couple episodes recorded that show electromagnetic interference on all three channels, and only a few episodes are oversensed. Technical services inquired regarding a potential for specific environmental interference although a possible lead and/or device issue could not be ruled out. At this time the device and lead remain implanted.

Event description:
Boston scientific received information that an out of range low shocking impedances measurements was displayed on this device. When checking the latitude website normal shocking impedances were noted for the particular day out of range shocking impedances were recorded. An inquiry regarding this issue was sent to technical services. Technical services discussed how measurements are collected. In additional due a recorded out of range shocking impedances measurements it was discussed to check the lead and device integrity. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.